Manufacturer narrative:
Block b3: date of event was approximated to september 3, 2024, implant date, as no event date was reported. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection.

Event description:
It was reported that the patient underwent a urinary mesh procedure for effort-related leaks. The operation went well, and the initial post-operative course was straightforward, but immediately after the operation, the patient complained of discomfort at the entrance to the vagina. The examination revealed no abnormalities, and that it was a sub-urethral suture with the presence of a suture thread. A week later, she still felt the same discomfort, and when she contacted her surgeon through the telephone, and was told that everything was normal. The patients discomfort did not go away so she went to see her surgeon for a face-to-face appointment on (B)(6) 2024 (16 days post-implant). On (B)(6) 2024, the patient presented for a semi-urgent consultation. The physician examined her and confirmed that everything was normal. She was informed that the discomfort was indeed present however, there was nothing to panic about. She made an appointment with a urologist to get another opinion. The patient presented with the persistence of vaginal discomfort and pelvic pain, which led to the first cytobacteriological examination of urine (cbeu) in favor of contamination. A second cbeu found enterococci, but at a non-significant level. The micturition stream is described as completely normal, and the patient seems very satisfied with the disappearance of urinary incontinence. The patient also presented with pelvic pain and right inguinal pain. The pelvic pain occurred in attacks, for example in the morning, or when she remained seated for a long time or in the same position. Examination revealed vaginal healing is almost complete and the suture knot remains. No inflammation was noted. The palpation of the sling is without any particularity and the palpation of the retzius space reveals no evidence of hematoma. The patient was reassured that there were no signs of complications; however, it is possible that the patient had a urinary tract infection, which may have caused some pain, but this problem seems to have been resolved. The physician did not believe that the patients painful symptoms at the time of the visit were related to the sling, particularly as they were episodic in nature. The patient is currently off work until (B)(6) 2024, and waiting to go back to work, still with discomfort and pain in her lower back.